Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a zmb00 intraocular lens (iol) was explanted from the patient''s right eye after he was unable to tolerate the halos, glare and loss of contrast sensitivity of a multifocal iol. In follow up it was learned that an incision enlargement was not required nor a vitrectomy performed. The patient is reported to be ''doing much better."see MDR 9614542-2014-00121 for companion eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing facility for investigation. Visual inspection of the return sample shows the lens is damaged, most probably to make explant possible. The lens is cut in two pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens. The lens is contaminated, the optic is damaged and some shallow scratches were present. According to the initial report the complaint is related to ability to tolerate a multifocal lens. The information does not indicate any relationship with product quality. A manufacturing record review was conducted. The sterilization batch was released and there were no non conformances. There are no associated nonconformity material reports. There were no environmental monitoring related non conformances. The production order was not produced under deviation. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. The lens was manufactured according to specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.